Event description:
Patient approximately 5 months status post matrix construct - at levels l2-s1 returned to surgeon. X-rays taken on an unknown date revealed that patient had developed a stable fracture in l2. Patient returned to operating room on (B)(6) 2012 for hardware removal and, level t10-s1 construct extension. During revision surgery, surgeon removed 10 locking caps, 4 matrix screws - 1 of which was loose, another which broke upon removal, and 2 which were removed from the l2 fracture point. Also removed were 1 transconnector, and 1 rod. 6 screws remained in place and were not removed. The surgeon then placed 10 new locking caps for the removed ones, and 6 additional locking caps for the extension, a new longer rod, and 2 transconnectors. This is 2 of 10 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.if any additional information:additional product code for this report includes mnh, mni, kwq, and kwp.(B)(4)

Event description:
This is report 2 of 10 for complaint (B)(4).